Event description:
This is a second occurrence of event. The first event was report 5201000000-2011-8007.the detailed service report is as follows:"call was generated for continuing troponin outliers on patient samples. Upon arrival, addressed reagent metering. Inspected air injection tubing, found salt buildup at end of tubing at top of probe. Replaced tubing and probe. Removed reagent metering pump and inspected. Found that pump barrel was finger tight but loose. Replaced top piston and seals. Reassembled and did reagent pump calibration. Did well wash dispense test, 6.0 ml. Did aspirate test, 2.2 ml. Adjusted well was centering, did station and mapping. Did sr volume verification, 'a' pump low. Adjusted pump volume and retested, passed. "B" pump within spec. Did luminometer health check, within spec at 2,001,498. Ran three 5x4 precision test with hsdb. All passed with result 0.012. Repairs have returned this instrument to expected operation. All required documentation will be given to the customer. Service did not resolve problem. Referring back to the customer support center for further investigation. All required documentation will be given to the customer." At this time the analyzer has been quaratined until such time as the device is validated for continued use or replaced.======================manufacturer response for chemistry analyzer, eci (per site reporter).======================a follow up evaluation has been scheduled for 12/15/11.